Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor did not start, there was no power. The service engineer replaced the mains inlet which solved the problem. The compressor was returned to the customer and cleared for clinical use after passed tests. The replaced part was discarded by the biomed department. As no part/picture was returned for investigation, the root cause could not be determined.